Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 10.2 cm. Full breach insulation degradation was noted 4.6 cm from the connector pin. The outer insulation was wrinkled and surface cracking was noted at this location. All other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.